Event description:
It was reported during a thrombectomy procedure of the left profunda and a fem-fem bypass, the fogarty catheter became caught inside the profunda "likely on plaque", during the 2nd pass and approximately 1cm of the catheter tip broke. Retrieval was attempted; however, it was not possible to locate balloon. The physician noted there was good back flow. It was indicated that a large amount of thrombus was retrieved. There were no patient complications reported.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received. (B)(4).

Manufacturer narrative:
Follow up indicated that the catheter was given to the chief of medicine by the nurse manager and the device cannot be located; therefore, the device is unable to be returned for evaluation. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.